Event description:
It was reported that during a aryngectomy/hemi-thyroidectomy procedure, the blade broke off the device. The device had hit metal and bone previous to this break and it was also observed that the surgeon tossed a heavy piece of equipment on it prior to breakage. The broken piece was recovered on the drape where the instrument was laying. Surgery was prolonged five minutes. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/24/2008. Info anticipated, but unavailable at this time.